Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during an open reduction internal fixation (orif) of a proximal femur using a trochanteric fixation nail (tfn) instrumentation, the staff noticed what appeared to be greasy residue on the underside of the handle of a flexible hexagonal screwdriver coated. It was put aside and another tray was opened, but the instrument of the same part number was opened with the same issue. A third tray was opened with no issues and the procedure was completed without further problems or patient harm. There was no surgical time delay reported. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.